Manufacturer narrative:
It is not known if the device will be returned. Investigation is on-going. Once complete, a f/u report will be submitted.

Event description:
It was reported that the probe was used during the whole case and at end while dr was ablating the glenoid he bumped the bone. The electrode popped off and was floating around in the joint. The part was retrieved and the dr continued the case with another stryker probe.